Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported the infusion sets are not sticking. Patient stated he feels the infusion sets are defective. Patient reported he noticed the infusion set was not sticking because he does periodic checks of his pump and infusion sets to make sure they are all connected. Patient stated on one occasion he noticed that the head set had come out due to the adhesive not sticking. Infusion sets have been discarded. No adverse event reported. No product will be returned.